Event description:
Per the clinic, the patient experienced short circuit and poor sound quality with the internal device (specific date not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic the device was explanted on (B)(6) 2025. The patient was re-implanted with another cochlear device during the same surgery.